Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude measurements with atrial undersensing observed. This lead remains implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).